Event description:
It was reported that the wake button was not working. Customer reported to the emergency room (ER) and was admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 521-527 mg/dl and dizziness. The customer administered a manual injection prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.